Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The device was unable to be calibrated due to water leaking behind the top socket through the o-ring onto the pcb damaging components. The cause was found that the wrong silicone was applied which led to the leak. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device could not be calibrated.